Event description:
It was reported the clip appliers jaws severed a vessel during an unknown procedure. No clip appeared to be in the jaws at the time of firing. Another attempt was made to advance a clip, but the device jammed. Case was completed with another device. No patient consequence.